Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced symptoms of a low blood glucose (bg) level; bg value at the time was unknown. Customer ate a sandwich and drank juice to attempt to address low bg, however this was ineffective, and the customer became unconscious. A third party called an ambulance, and the customer was transported to the emergency room (ER) and was subsequently hospitalized. Customer bg level had risen to 110 mg/dl by the time paramedics arrived at the scene. Bg was treated with intravenous fluids of saline at the hospital. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.